Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had physical damage. It was reported that the battery compartment and reservoir compartment was cracked and broken and pieces were chipping off. Troubleshooting was performed, and customer reported that reservoir was able to lock in place. Customer¿s blood glucose was 134 mg/dl. Insulin pump is expected to return for failure analysis.